Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from fasting back to back blood tests of 55 and 150 mg/dl. Customer was not using proper testing technique; customer stated she tested on one hand and obtained 55 mg/dl and then tested on the other hand and obtained 150 mg/dl. Customer was also concerned with fasting back to back blood test results of 99, 131 and 115 mg/dl. The customer did not know her expected fasting blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 113 mg/dl and 118 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).